Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited no capture and became dislodged. The patient presented for a lead revision procedure on (B)(6) 2019. During the procedure, the lead was unable to be repositioned due to the guidewire was unable to advance through the lead. The lead was explanted and replaced. Appropriate placement and capture was obtained. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal